Event description:
Healthcare professional reported a patient was pretreated with dermomax and then injected with 1ml of juvéderm® volbella¿ with lidocaine in the lower lips. Patient was also injected with juvéderm® voluma¿ "in another region but had no problems." The patient experienced an "allergic reaction" described as "exaggerated edema on the lower lip one hour after the application of the product." The patient was treated with corticoid and antihistamines for three days. Symptoms fully resolved three days after the injection.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.